Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed.. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 4 for (B)(4). It was reported by the sales rep in (B)(6) that a patient underwent an open reduction internal fixation surgery with the fns devices for the fracture of the femoral neck on (B)(6) 2022. It was reported that the surgery was completed successfully without any surgical delay. However, after the surgery, the patient complained of pain; and the examination confirmed that an internal deformity of the bone head had occurred. The revision surgery with removing the fns and the bipolar hip arthroplasty was reported to be performed. No additional information was provided. This complaint involves four (4) devices.